Event description:
It was reported that the device was delivering two clips at a time and it looked as if they were not closing properly. They used a same like device to complete the case.

Manufacturer narrative:
Tracking # 454546-0. Date sent: 06/12/2006. A1, 2, 3, 4, b6, 7; d11: information was not provided by the initial contact. D4; h4, 6: information anticipated, but unavailable at this time.